Event description:
It was reported via repair work order that the scale was inaccurate due to malfunctioned load cells and a damaged scale board. Further, the foot board was working intermittently. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.